Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she put in a new sensor yesterday and has been having low readings with it. Customer has had the sensor on for 24 hours and stated that it keeps suspending when her blood glucose is about 100 mg/dl. Customer's current blood glucose is 158 mg/dl. Customer's current sensor glucose value is 67. Customer was advised that the difference in readings was not within an acceptable range. Customer mentioned that she thinks that she had issues with bent cannulas a couple of times. Customer removed the cannula and stated that it was curved. Customer was advised that the issues could have happened during insertion. Customer was advised to return the sensor.

Manufacturer narrative:
Analysis inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor.